Manufacturer narrative:
Initial reporter phone no: (B)(6). The device was inspected on site by a hospital engineer. The reported condition was verified and the cause was identified as a damage to the u9000 due to overdue use. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a fluid leak was observed from the bottom of a u9000, during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.